Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation of the device at elective replacement indicator; the pulse generator exhibited backup vvi operation; the patient experienced pocket stimulation. Device download was unsuccessful. The device was explanted and replaced on (B)(6) 2016. The patient's condition was fine and was discharged same day.